Event description:
It was reported by clinic notes that the patient was referred for generator replacement due to battery life nearing end of service and an increase in seizure frequency. The patient's generator was replaced and on the explant date it was indicated that the generator battery status was ok, not at near end of service. Historically, the explant facility discards explanted devices; therefore return of the suspect product is not expected to date. Multiple attempts were made to obtain additional information regarding the reported increase in seizure frequency; however, no further relevant information has been received to date.